Event description:
It was reported that a faradrive steerable sheath clear that was selected for use during a pulsed field ablation procedure to treat atrial fibrillation exhibited a leak. During the procedure, a notable sheath leak at the valve was noted after an exchange was done. The sheath was replaced, and procedure was completed without patient complications. The sheath is not expected to be returned as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.